Manufacturer narrative:
It was reported that bd smart sites have been defective. Received from the customer is one used extension set model 10010983 lot 20055744. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during initial visual inspection. Functional testing was performed by using a lab syringe and attaching it to the smartsite port on the set allowing fluid to flow through the whole set by flush. Flushing the smartsite port (p/n 620-00160) was met with an occlusion. Bd manufacturing is aware of smartsite occlusion issues and is currently investigating the root cause under CAPA 1998036. A device history record for model 10010983 with lot number 20055744 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 28may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of defective smartsite was confirmed to be an occlusion. The root cause of the occlusion could not be determined. H3 other text : see h10.

Event description:
It was reported that micro ext set w/1 ss vlv was defective. The following information was provided by the initial reporter: material no: 10010983, batch(lot) no: 20055744. It was reported that bd smart sites have been defective (unknown reason-pending customer response). I am reaching out because a nurse manager in our vascular access department has reached out about product 10010983 (bd smart sites). They have recently been defective and I have been receiving reports for lot number 20055744.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that micro ext set w/1 ss vlv was defective. The following information was provided by the initial reporter: material no: 10010983, batch(lot) no: 20055744. It was reported that bd smart sites have been defective (unknown reason-pending customer response). I am reaching out because a nurse manager in our vascular access department has reached out about product 10010983 (bd smart sites). They have recently been defective and I have been receiving reports for lot number 20055744.